Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. However, when the company representative tested the system with known ¿good probes,¿ these probes met specification. Therefore, the root cause of the probe issue was the non-conforming probes used by the customer. However, those probes were not returned for evaluation at this time. The system was manufactured on september 18, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. However, the root cause of the reported event can be attributed to the non-confirming laser probes (which are ancillary to the system). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure they were not able to cauterize even though the laser output was increased and the probe was exchanged. The procedure was completed. Additional information has been requested.